Event description:
It was reported that when the tubing is connected to the foley catheter, the tubing does not drain. Later, the pt was diaphoretic, pale, and had clammy skin. It was determined that the leg was not working and that his bladder was full. The urinary retention caused the quadriplegic pt to have an autonomic dysreflexic response. The bag was removed, the bladder was drained, and the pt recovered with no further problems.

Manufacturer narrative:
The lot number was not provided; therefore, the device history record could not be reviewed. The labeling was found to be adequate and did not have impact to the reported event. The directions for use which accompanies each device states the following: separate notches within circles. Pull straps through holes and around leg. Position bag on leg with flutter valve at top. Attach catheter or extension tubing to stop inlet. When wearing bag below knee, attach bard extension tubing (catalog no. 150615 or 4a4194). When using extension tubing, make sure to connect tube at least to the 3rd taper of the connector.